Manufacturer narrative:
Eval: liv valve defect, no pt harm.

Event description:
On (B)(6) 2011, linde was initially informed that an incident involving a gce liv valve had occurred in (B)(6) on the same day. No person was injured. While the hosp maintenance personnel was reviewing the cylinder's liv, they perceived that the valve did not work because the oxygen did not leave through the exit unit. According to available info the oxygen cylinder was full. Add'l info is expected.